Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to a "replace sensor" message from his adc freestyle libre sensor. Customer experienced symptoms of sweating, was incapable of self-treating. Customer was diagnosed with hypoglycemia and he was administered intravenous glucose by the paramedics. There was no report of death or permanent injury associated with this event.